Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg was inoperable. As a result ipg was explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.